Event description:
The contact reported that his wife obtained inaccurately low blood glucose readings with strips. Some time this week, the pt performed a side by side blood glucose comparison using this brand versus another brand test strips (lot unknown), she obtain test results of 40 and 135 mg/dl respectively. The desiccant is in the bottle. The pt's meter was set to the appropriate code. The contact and pt were both unwilling to do any blood or normal control solution testing with the co rep. They felt it was "unecessary". However, the contact performed a check strip test with the pt stores the test strips in her bedroom.